Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level ranged from approximately 40- 190 mg/dl. Reportedly, customer alleged the control iq exercise feature ¿did not work¿ and alleged low bg was due to the settings needing adjustment. Customer consumed carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional.